Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: as reported, the stent separated when the user removed the bander ureteral diversion stent set from the tray/packaging, prior to an unknown procedure. The device did not make contact with the patient. The procedure was completed with a new like device. No adverse event was reported. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), documentation, the instructions for use (IFU), and quality control procedures. One bander ureteral diversion stent set was returned to cook for investigation in its packaging tray. Inspection of the returned device noted: the device was returned in two segments. The coil segment measured 21.5 cm. The straight segment measured 53.5 cm. The points of separation appeared to be mating fractures. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. The device was functionally inspected during manufacturing and quality control. No notable gaps were observed. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿upon removal from the package, inspect the product to ensure no damage has occurred.¿ the device was most likely broken by the user when it was removed from the package. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter address: (B)(6). PMA/510(k) number = k181971. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the stent separated when the user removed the bander ureteral diversion stent set from the tray/packaging, prior to an unknown procedure. The device did not make contact with the patient. The procedure was completed with a new like device. No adverse event was reported.